Manufacturer narrative:
A product development investigation was performed. A visual inspection under 5x magnification, device history record (DHR) review and drawing review were performed for the returned device as part of this investigation. This complaint is confirmed. The returned depth gauge was received with the measuring needle sheared off at its base. It should be noted that the protection sleeve component which primary function is to protect the measuring needle from damage was not returned with the depth gauge. Whether this complaint can be replicated at customer quality (cq) is not applicable for this complaint condition as the returned device is already broken. No new malfunctions were identified as a result of the investigation. The returned depth gauge for 2.0mm and 2.4mm screws is a reusable instrument available for use in several systems to aid in screw length determination. Relevant drawings were reviewed during this investigation. No product design issues or discrepancies were observed. Most likely the aggressive handling during sterile processing without the protection sleeve component may have led to the complaint condition. No new, unique or different patient harms were identified as a result of this evaluation. The returned part was determined to be suitable for the intended use when employed and maintained as recommended. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
No patient involvement. Date of device breakage is not known. Device is an instrument and is not implanted/explanted. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. DHR review for part # 319.006 lot # 7945452. No ncr's were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Release to warehouse date: 11 mar 2015. Manufactured by (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a depth gauge was found broken into two (2) pieces in sterile processing. There was no patient or procedure involvement. This report is for one (1) depth gauge this is report 1 of 1 for (B)(4).